Manufacturer narrative:
Approximately 7.5 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was removed as part of a shunt explant. There was no allegation against the performance of the catheter.